Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -17.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).